Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for >66 colony forming units (cfus) of enterobacteriaceae and pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: d8, d9, h3, h6, h11. This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Based on the cds information from the customer, it was not possible to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025; sampling from: all channels; cfu: 1cfu; bacterial identification: coagulase-negative staphylococci. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation, a definitive root cause of the issue could not be determined, however, the issue was likely due to insufficient device cleaning/reprocessing as per the device IFU. The following is included in the device IFU: - "after using this endoscope, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection". - "in general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy". - "the medical literature reports incidents of cross-contamination resulting from improper reprocessing. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals for all ancillary equipment". Olympus will continue to monitor field performance for this device.